Manufacturer narrative:
As received, a complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead exhibited a high pacing threshold and caused phrenic nerve stimulation. The patient presented for lead revision procedure. During the procedure, the physician was unable to advance the stylet down the lead. The stylet was removed and another attempt was made but the stylet got stuck and could not be removed. When the physician attempted to remove the stylet, the lead pin detached from the casing. The lead was removed and replaced. The patient was stable.